Event description:
(B)(4). Pelvic pain, hip pain, bloat, painful pressure in lower abdomen and crotch area, hair loss, worsting anxiety, mood swings, loss of sex drive, lower back pain, infection, hysterectomy, brain fog, memory loss, pain during sex, excessive sweating, breast pain, deterioration in right hip